Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that low flow presented with return to flow of 38 and the patient was unarousable and bradycardic. The patient received less than one round of compressions, approximately 750ml of normal saline, and speed was initially dropped to 5400, subsequently 5200 after echocardiogram imaging showed both ventricles volume down. The patient was on lovenox for anticoagulation due to previous coumadin intolerance. Patient had presented with generalized weakness approximately 6 hours prior to event. At time of presentation, noted to have pulsatility index (pi) events with low setting speed drops, but flows maintained above low flow threshold. Also, complaints of transient fever day prior to presentation on (B)(6) 2026, not present on admission. Prior to low flow event, hemoglobin was at 15, hematocrit was at 49, and platelets were 45. Chest/abdomen/pelvis computed tomography (CT) was negative. Log files were sent for review. The event log file captured low flow alarm events on 17may2026. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. These occurred at times when pi was elevated. Speed settings were adjusted on (B)(6) 2026 at 1:50:13 from 5600 rpms to 5400 rpms. Recorded calculated average flow values improved to 4.4 lpms. Hematocrit value was adjusted from at (B)(6) 2026 2:17:37 from 50 to 38.